Event description:
The customer reports during an unspecified procedure using a single use poly loop, the handle broke when trying to deploy the loop. The device was stuck inside the patient. The user was able to remove the device endoscopically with no further consequences to the patient.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00057. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be identified, the detachment fault of the loop was likely caused by the following mechanism: 1. The loop was detached from the hook while the coil sheath was being retracted into the tube sheath, or the loop was hung on to the tissue and it was positionally fixed at the distal end of the tube. As a result, the loop was unable to release. 2. The tube sheath was pulled toward the proximate side while the hook was extended from the distal end of the coil sheath. 3. The pulling of the tube sheath caused the loop to move with the distal end of the tube sheath toward the coil sheath. Subsequently, the loop entered the coil sheath and got caught between the hook and the coil sheath. 4. The loop could not detach from the hook because got caught between the hook and the coil sheath. 5. The slider was forcibly moved in the state of 4). This caused the handle section to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿never use excessive force to operate the instrument. This could damage the instrument.¿ olympus will continue to monitor field performance for this device.